Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining an erroneously elevated troponin (accutni) result within the risk stratification range for one (1) patient sample generated by the access 2 immunoassay system. Per the laboratory's procedure of elevated accutni results, the patient sample was retested and produced lower results, still within the risk stratification range but outside of the labeled accutni assay precision limits. The erroneous result was not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The patient samples are collected in bd gold top serum separator tubes with a gel separator and centrifuged for 10 minutes at 3500 rpm. Per the customer complaint record, qc was performing within the customer's established limits on the date of the event. System checks were performed by the customer and passed within instrument specifications. The customer also indicated that the instrument temperatures were within instrument specifications. A bec field service engineer (fse) was dispatched and performed preventive maintenance (pm) on the instrument. All performance testing passed within instrument specifications. No definitive root cause for this event has been determined to date.